Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia (x2) with incarcerated omentum thereby underwent laparoscopic repair with the implant of composix kugel mesh (device 1 and device 2). Per operative notes, ¿both ventral hernia sacs were dissected out. Two composix kugel mesh (device 1 and device 2) were placed into peritoneal cavity and secure it with sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia, adhesion thereby underwent open repair with explant of two composix kugel mesh (device 1 and device 2) and implant of one phasix mesh (device 3) and one synthetic mesh. Per operative notes, ¿all adhesions were taken down. Hernia sac was removed. Previously placed two composix kugel mesh (device 1 and device 2) were removed. A phasix mesh (device 3) and one synthetic mesh was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with ventral incisional hernia, adhesion, thereby underwent robotic repair with implant of ventralight st w/ echo mesh (device 4). Per operative notes, ¿hernia sac was dissected out. All adhesions were removed. Previously placed phasix mesh (device 3) was not visible at that time. A ventralight st w/ echo mesh (device 4) was placed and sutured.¿ (per the instructions-for-use supplied with the device, "absorption of the phasix mesh material will be essentially complete within 12 to 18 months. The clinical benefit is to reconstruct soft tissue deficiencies, to provide immediate short-term support and to provide a scaffold that enables tissue ingrowth as the mesh resorbs over time.¿)

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2011) is considered to be a best estimate. This MDR represents the composix kugel mesh (device 2). An additional supplemental emdr was submitted to represent the composix kugel mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.